Event description:
The platform operated for 40-45 minutes before the safety breakway link in chest compression assembly (cca) gave way. The device was on top of a backboard in an ambulance driving in route when the cca broke.